Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 50mg/dl. Troubleshooting was performed. Found that the up and down arrows worked intermittently. Also, the customer noticed that the activate button was no working. The battery was changed and the activate button started to work properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.